Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported receiving therapy. However, the device could not be interrogated. This device has been implanted for over eight years and the representative had thought likely related to possible end of life status. Technical services discussed troubleshooting.

Manufacturer narrative:
Resolution was requested from the field. It was later reported that the device could not be interrogated. Magnet application was not attempted as no magnet was available. It was thought that this device entered storage mode based on length of implant. This is a hospice patient and to the representative's knowledge no revision procedure has been planned. Information suggests this device remains in-service. No adverse patient effects were reported. Should additional information become available this event will be updated.